Event description:
It was reported that the left ventricular (lv) lead had been surgically abandoned as the lead was placed in an the anterior position and was not giving the patient a "good biventricular paced rhythm". The lead was replaced. No additional adverse patient effects were reported.